Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. It was reported that 109 days after a coronary artery drug-eluting stenting treatment procedure, the patient had target vessel reintervention. The index procedure treated 1 de novo target lesion located in the mid left anterior descending (lad) artery. Pre and post ivus was used. The physician successfully implanted a 2.75x24mm taxus express2 drug-eluting stent at 24 atms. The patient was discharged 1 day post-index procedure on aspirin and plavix. The patient had a percutaneous intervention of the mid lad 109 days post-index procedure. He was receiving aspirin and plavix at the time of the event. No further information was provided.